Manufacturer narrative:
The product was returned for evaluation and inspection identified areas of deformation on the product, this damage likely occurred during the procedure. Review of the manufacturing history record (mhr) was performed and found product was released with no deviations or anomales. The product inspections were within the print specification. There are warnings in the package insert that this type of event can occur and risks are addressed in I/o risk table: under 4.2.1: "improper fit between mating components." (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total hip arthroplasty on (B)(6) 2015, the liner would not seat into the shell. Another liner was used to complete the procedure.